Manufacturer narrative:
(B)(4).the insulin pump alarmed failed battery test after battery insertion due to corroded battery tube. The device had no button responded due to corroded keypad traces. A test keypad was used to clear the failed battery test alarm. The device had a scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed failed battery test with five different batteries. Customer's blood glucose was 22mmol/l. Customer was unable to clear the alarm. No further information reported.